Event description:
The dentist reported the abutment screw fractured.

Manufacturer narrative:
Upon visual inspection, the external surface of the implant was verified. No fracture condition or damage to the threads was observed. However, the screw hex was verified and damage was seen. Based on product inspection, the complaint cannot be confirmed as reported. The device history record from this lot has been reviewed and no non-conformity was found. A definitive root cause has not been determined. (B)(4)